Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis with plan to undergo surgery for diverticular disease had an inferior vena cava filter deployed in the infrarenal ivc. Approximately one week post filter deployment, the patient underwent anterior resection with colorectal anastomosis. Approximately eight years nine months post filter deployment, the patient underwent cardiac catheterization and six stents were placed. Approximately one week later, the patient was found to have pericardial effusion and drainage was performed. Approximately eleven years post filter deployment, chest CT demonstrated a linear density overlying the anterior pericardium abutting the right ventricle which likely represented an ivc filter strut. Two other linear densities were identified, one within the right lower lobe of the lung and one within the liver adjacent to the gallbladder which also may have represented ivc filter struts. The limbs in the lung and liver were seen on review of a CT scan performed approximately four years four months post filter deployment. Approximately three days later, CT scan of the abdomen and pelvis demonstrated the filter below the level of the renal hilus unchanged in position when compared to CT scan performed approximately ten years five months post filter deployment. Approximately two weeks later, during an office visit, it was noted the patient was evaluated by a vascular surgeon with regards to the ivc filter who indicated that the patient could not survive surgery necessary to remove the filter and strongly recommended against it. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, it can be confirmed for the alleged detachment of limbs. Per the medical records, the patient underwent multiple procedures. Therefore, it is possible that the surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Infection. Precautions: procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for history of dvt and prophylactic surgery for diverticular disease. At some time post filter deployment, it was alleged that filter limbs detached, migrated, and embedded in the right lower lobe of the lung, heart, and liver. The patient allegedly experienced a heart attack, bleeding of the heart, and breathing problems; however, the status of the patient is unknown.